Event description:
A patient began bleeding from the surgical site, three hours following cartid endarterectomy.the patient was returned t0 surgery. Surgeon reported seeing broken suture between the reinformed sutures. He was unable to retrieve the broken piece and sewed over the vessel and continued the procedure. Patient is reported as doing fine.